Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes would be performed to resolve the occlusion alarms. Reportedly, the customer wears their pump against their skin. Tandem technical support advised the customer that this may cause cartridge damage. The customer's blood glucose (bg) level was 540 mg/dl and manual injections were administered to address the bg levels. Additionally, the customer received multiple, intermittent altitude alarms. The customer¿s bg level was not impacted due to these alarms. Reportedly, the customer observed debris stuck in the speaker holes of the pump. The contact reported manual injections would be used for insulin therapy.